Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal dilaudid 30 mg/ml at 19.489 mg/day for spinal pain. It was reported the patient¿s intrathecal dosing was changed recently, but the reporter did not know the date. It was noted there was an issue of too much intrathecal drug the patient may be receiving. The event date was ¿sometime before five hours ago¿ on (B)(6) 2019. The drug information the hcp supplied was via a telemetry strip that was from about one year ago. The hcp was requesting the current drug information as the patient was at the emergency department (ed) and did not have access to a physician programmer. The reporter declined to have the emergency overdose procedures forwarded to her. The reporter requested a local company representative (rep) be contacted. Additional information was received on the date of the initial report and the patient was in the intensive care unit (ICU) currently and they believed the patient had overdosed. A narcan drip had been administered and the patient was responding to it. The hcp was inquiring what the status of the rep paged from earlier today was. The hcp was warm transferred to confirm the status of the page for the rep. No further complications were reported.